Event description:
During a ptca procedure, the red tip of the catheter detached on the guide wire. The physician experienced difficulty advancing the balloon catheter over the wire. Upon removal it was noted that the red tip had detached and remained on the guide wire. No pt injuries or complications were reported.